Event description:
It was reported by our authorized distributor that during the implantation surgery, when the surgery was unboxing the product, he noticed that the protectors had loosen and there were plastic fragments attached to the implant, so that it was decided not to implant it.

Event description:
It was reported by our authorized distributor that during the implantation surgery, when the surgery was unboxing the product, he noticed that the protectors had loosen and there were plastic fragments attached to the implant, so that it was decided not to implant it.

Manufacturer narrative:
An event regarding packaging damage involving an abg ii monolithic stem was reported. The event was confirmed. The outer box is frayed at the edges. It has been opened at one side. The tyvek of the outer blister is opened, it has been peeled back. There are smudges of blood on the tyvek of the inner blister and it is intact, it has not been peeled back. The packaging components are broken and both these and the stem are loose within the inner blister. There is white debris (from the inner blister) visible on and around the stem and extensive scratching on the inside of the inner blister. Both debris and scratching are due to contact of the inner blister with the loose stem and packaging components. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of the packaging could not be determined based on the information provided. From the inspection of the returned packaging it was evident that the outer box had some damage indicating that the device could possibly have been subject to improper/excessive handling. The packaging components and the stem were loose and had moved within the inner blister. There was evidence of white debris from the inner blister visible on and around the stem which again indicates that they could have been subject to improper/excessive handling. The distributor shipped the device to the hospital on (B)(4) 2013 and confirms that the external packaging was intact. Based on the information provided it was not possible to determine when the damage to the packaging occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.